Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patient's leads had high impedance. The patient underwent a revision wherein the spinal cord stimulator (scs) lead was unplugged and reconnected back to the ipg and the impedance had cleared. The patient was doing well with good coverage postoperatively.